Event description:
(B)(4) study it was reported claudication occurred. The patient was enrolled in the (B)(4) study in (B)(6) 2013. The target lesion was a de novo lesion located in the right superficial femoral artery (sfa) with 90 % stenosis and was 26 mm long with a reference vessel diameter of 5 mm. It was treated that same day with pre-dilatation and the jetstream® navitus system. In (B)(6) 2013, the patient experienced claudication in their bilateral thighs and calves when ambulating.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).